Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. There was no reported impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.